Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a low drain volume alarm on the homechoice (hc) unit during drain 1. The drain volume was 396 ml when the alarm occurred and the last volume infused 2500 ml. During troubleshooting the care giver stated there were a lot of little bubbles in the patient line. The technical service representative (tsr) suggested ending therapy to try to drain manually, and if unable to drain then to contact the nurse. The patient was involved but there was no patient injury or medical intervention reported. A follow up was done via phone. The rn stated that the issue was resolved; however, the cause of the alarm remained unknown but the rn feels that the home patient (hp) had fibrin in the line and that could have caused the problem. The rn from verified that there were no loose connections, disconnections or defects on the supplies. The rn said that the hp was given heparin to clear the fibrin and there had been no problems since. The rn stated that the hp was doing fine and continuing therapy without issues. The rn stated that the hp had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.